Event description:
On october 24, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the pt on october 30, 2006, to obtain/verify info. The reporter stated that the pt was using the reported meter last. She believes the meter was reading inaccurately low and that caused the pt, her son, to go to a hosp. The reporter indicated that the pt performed 2 meter-to-other meter comparisons with the reported device. The reporter only recalled that the reported meter read significantly lower than her husband's meter and a hosp meter. She also mentioned that the pt did not know his blood glucose levels were high, until they tested him on her husband's meter. She was not able to remember any readings that were taken. The pt informed the mas that for a couple of weeks back in december 2005, he was getting readings in the "50's and 60's" mg/dl. During that time, he was taking his set doses of unspecified insulin in the morning, but was not taking any sliding-scale insulin dosages. At the time, the pt was taking sliding scale insulin based on his meter readings. While he pt was getting low readings, the pt developed symptoms of vomiting. On 1 particular day, the pt was unable to hold any food down and was then taken to a hosp. The hosp obtained a reading of over 200 mg/dl using an unidentified hosp meter. Within 10 mins of the hosp test, the pt obtained another reading in the "50's or 60's mg/dl" using the reported device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was treated with insulin and IV fluids and hospitalized for a few days. The pt was using the correct technique for testing with the reported meter. The pt was using blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt performed a meter-to-other meter comparison that did not meet lifescan's criteria for accuracy testing. The pt was developed symptoms of hyperglycemia while getting relatively low results on the reported meter. The pt was taking sliding-scale insulin based on his meter readings. The pt was hospitalized and rec'd medical treatment for high blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.